Event description:
It was reported that when the device was used during a laparoscopic assisted vein harvesting procedure, it would not cut. Opened another device to complete the case. There was no consequence to pt.